Manufacturer narrative:
(B)(4).

Event description:
The reporter stated that the surgeon implanted a micl 13.7 implantable collamer lens in the left eye on (B)(6) 2016 and explanted it on (B)(6) 2016 due to incorrect sizing. The reporter stated the icl vault is causing the patient to go into angle closure and indicated the patient had excessive vault. The surgeon performed surgical pi's for each eye which did not remedy the situation. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.